Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported patient had a fall last thursday and ever since then their parkinson's symptoms have gone from 50 to 100, causing pt to fall 6 times a day. Caller said they are concerned the dbs is not working or maybe when patient fell on his right side something could have come loose, they have contacted the doctor's office but no one can see him before wednesday, they are in the ER and this is the second time this week. Caller asked if there was a representative that could come and see if it is working. Reviewed the option to use the external equipment to synchronize to see if therapy is on and reviewed reps can potentially be invited into a health care facility by the managing doctor in charge. Offered and provided the phone number for tech support. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The hcp called regarding previous call by patient's wife. Caller states the patient is in the ER and needs to see if their dbs is working, also stating they want it checked by a manufacturer representative (rep). Reviewed paging a local rep and transferred caller to national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.